Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open procedure when firing the staple line of the device was incomplete at the proximal end. The staple line was resected and re-stapled using another stapler. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.